Event description:
It was reported that the patient with a non bsc device exhibited infection. A revision was performed and device along with the bsc leads were explanted. New system was implanted. There were no additional adverse patient effects reported.